Event description:
On (B)(6) 2021, a peritoneal dialysis (pd) nurse reported that this pd patient had hernia surgery recently. In an additional follow-up call, another pd nurse familiar with the patient confirmed the patient had a pre-existing umbilical hernia prior to the start of pd therapy 2 years ago. It was reported the patient opted not to repair the hernia previously. The nurse stated the umbilical hernia was not symptomatic and was not exacerbated by pd treatment and there were no reported allegations of any issues with fresenius products in relation to the hernia or repair. The patient reportedly underwent a planned outpatient repair of the umbilical hernia and did not require hospitalization. The patient continued pd therapy with the same fresenius cycler after repair and is recovering from the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.